Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level of 300mg/dl and light to moderate ketones. A correction bolus was delivered to address the bg level. A supply change was performed resolving the occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. During a follow up call, it was reported the customer had not received additional occlusion alarms since changing their supplies.